Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this implantable pacemaker device had a longevity calculation not as expected. Boston scientific technical services (ts) explained that this sounds like premature battery depletion (pbd) and requested health care professional (hcp) to save all data to be sent back to ts for analysis. Engineering analysis determined that the power consumption of this device has been increasing during the past year. Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker device had a longevity calculation not as expected. Boston scientific technical services (ts) explained that this sounds like premature battery depletion (pbd) and requested health care professional (hcp) to save all data to be sent back to ts for analysis. Engineering analysis determined that the power consumption of this device has been increasing during the past year. Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device had a longevity calculation not as expected. Boston scientific technical services (ts) explained that this sounds like premature battery depletion (pbd) and requested health care professional (hcp) to save all data to be sent back to ts for analysis. Engineering analysis determined that the power consumption of this device has been increasing during the past year. Replacing the device and returning it for detailed analysis was recommended. To date, this device remains in service. No adverse patient effects were reported.